Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced rising blood glucose after dinner while using the ilet with a 23-inch teflon 6 mm inset infusion set, reaching a peak of 253 mg/dl and remaining above 180 mg/dl for approximately 2 to 3 hours; the user had changed the infusion set shortly before contacting support, reported the prior cannula appeared straight, and completed troubleshooting and education with instructions to monitor glucose. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no alerts, no backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included customer interview and remote troubleshooting. Investigation of this case revealed that the cause of the glucose excursion was unclear, with no device alarms reported and no confirmed infusion set or device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.